Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: web/email and phone.

Event description:
Reported discrepant sars result for 1 symptomatic consumer. The consumer communicated that they tested positive with quickvue otc and negative with another rapid antigen assay a few days later. The consumer mentioned that the quickvue otc test was expired (off-label use). No confirmatory testing had been completed. 4 additional consumer events were also communicated which are captured on separate reports.